Event description:
It was reported pre-syncopal patient presented to the ER with device that could not be interrogated. Several troubleshooting attempts were made but were unsuccessful. Device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. Device evaluation anticipated, but not yet begun.